Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient reason as dissatisfied with the current vision, glare when driving and clinical reason for explant being did not tolerate halos & glare. The iol was explanted and exchanged for an unknown atiol following the initial implant procedure. Additional information has been requested and received stating that, patient complains of ghost images when reading.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint could not be confirmed. Iol returned in two segments wrapped in surgical material. Solution is dried on the iol. One haptic is adhered to the optic surface, the other haptic is intact. The optic is torn/split-cut dividing the iol in two and scratched/marked-rejectable with loose fibers and particulate. The root cause for the reported complaint could not be determined. The exchange to a monofocal lens, may suggest that the replacement lens model was an improved choice for the patient's vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).